Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a diagnostic hysteroscopy, dilation and curettage and novasure endometrial ablation.

Manufacturer narrative:
Date sent to FDA: 05/24/2016.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It has been reported that following insertion the patient experienced incontinence and urinary frequency. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced incontinence and urinary frequency.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. The outcomes attributed to the device were pain, erosion, dyspareunia, urinary problems. It was reported that patient underwent excision of eroded mesh on (B)(6) 2008. It was reported that the patient underwent a hysterectomy on (B)(6) 2008. (B)(4).